Event description:
It was reported that the patient's implantable neurostimulator (ins) had failed. Additional information was requested, but was not available at the time of this report see manufacturers report #3004209178200909192 for subsequent ins issue.

Manufacturer narrative:
Lead model 3998, lot# lb5262, implanted: 2005-(B)(6), explanted: na, programmer model 37742, serial# (B)(4), extension model 3708340, serial# (B)(4), implanted: 2005-(B)(6), explanted: na, extension model 3708340, serial# (B)(4), implanted: 2005-(B)(6), explanted: na, extension model 3708360, serial (B)(4), implanted: 2006-(B)(6), explanted: na. (B)(4).